Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician placed a lantern delivery microcatheter (lantern) into the target vessel, then advanced a ruby coil through the lantern without any resistance. While deploying the ruby coil in the target vessel, the physician noticed that the ruby coil was not taking its intended shape and was running distally. Therefore, the physician decided to retract the ruby coil for repositioning. The physician does not recall experiencing resistance while attempting to retract the ruby coil; however, the ruby coil unintentionally detached from its pusher assembly inside the lantern. The physician then removed the lantern containing the detached coil and flushed the coil out. The lantern was reinserted into the patient's body and the procedure was then completed using a new ruby coil. There was no report of an adverse effect to the patient.